Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5104532). The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged gummy, sticky feeling in his mouth, like his teeth were sticking with his gums. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.